Event description:
It was reported that the lead exhibited oversensing. The lead has exhibited oversensing and low impedance in the past. The patient will be further evaluated, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The distal portion of the lead was returned, analyzed. Analysis indicated that the exposed rv (right ventricular) defibrillation coil was flexed. The inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported receiving two inappropriate shocks. The right ventricular (rv) lead was found to have t-wave oversensing (twos) and low lead impedance. The lead was capped and a new lead was implanted. The lead was later explanted.